Manufacturer narrative:
The device was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A existing technical summary is applicable to this event therefore lot history review, complaint history review, labeling and training adequacy review and manufacturing mitigation were not performed a review of edwards lifesciences risk management documentation was performed for this case. No evidence of product nonconformances or labeling/IFU inadequacies were identified. The complaint for introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath was unable to be confirmed due to no imagery/device provided. An existing technical summary captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per event description the minimum vessel size was 5.5mm in right external iliac and the rest of the vessel was larger than 5.5mm. [] it was felt that the vessel was not expanding in that location for the valve to pass through it. Although 5.5mm is the minimum indicated diameter for the 14f esheath+, since the vessel felt restricted and not expanding, it is possible that some anatomical variation may have contributed to the constrained pathway. The technical summary also outlines the extensive manufacturing mitigations inplace to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (constrained vessel) may have contributed to the reported event. An existing technical summary is applicable to this event therefore no preventative or corrective actions (CAPA) are required, no product risk assessment (pra) escalation is not required.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Event description:
As reported, following inability to advance the 1st esheath, a new 14fr esheath was prepared and inserted, resistance was met in the right external iliac artery and with additional attempt the valve eventually passed through the vessel and was delivered and implanted at 90:10 with no pvl. The system was removed and final angiogram revealed contrast extravasation in the right external iliac artery, a covered stent was placed and final image and flow was restored. The patient remained stable for the duration of the procedure.